Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the noisy image is traced to component failure, however the cause of the white reside found in the light guide tube (aux. Water channel) and in the air-water channel could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited white residue in the light guide tube (aux. Water channel), in the air-water channel and it displayed a noisy image. There was no patient involvement.